Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and a 28mm aortic extension. Follow up computed tomography images revealed a perforation of aorta. Explant of the aortic extension was performed on (B)(6) 2011, during the explant, the physician noted the patient's right aortic wall was infected. The aortic extension was removed and a synthetic graft was sewn in to repair the aorta. It was reported the patient died later that night due to heart failure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The explanted suprarenal proximal extension was returned to endologix and evaluated. The explant was returned with cuts in the wire that appear to have occurred during removal of the stent graft. Due to the extent of the damage incurred on the device from the explant procedure, the root cause for the perforation of the aortic wall and the infection of the aortic wall could not be conclusively determined. Images obtained from the explant procedure indicate that the stent graft appeared intact before removal and the infection in the aortic wall was extensive. Infections are a known risk of the procedure. No conclusion can be drawn.